Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Event date is estimated.